Event description:
It was reported that the atrial lead had no capture and under sensing. The electrogram showed evidence of atrial flutter. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review found no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead was undersensing and had no capture. The electrogram showed evidence of atrial flutter. The lead remains in use. No patient complications have been reported as a result of this event.